Event description:
Patient was undergoing a right leg angiogram with possible stent placement. During the procedure, 2 stents were deployed. When the deployment device for the 2nd (bard) stent was being removed from the patient's vasculature, the tip of it broke off and was stuck inside the blood vessel. Snares were used to attempt retrieval of the catheter fragments but were unsuccessful. Patient ultimately required conversion to an open procedure with artery cut down to directly visualize and remove the catheter pieces. Patient subsequently transferred to another facility for higher level of care and additional surgical intervention to attempt to preserve limb viability.